Event description:
The customer has reported that the abl90 analyzer does not report the same bilirubin results from adult blood samples as the laboratory method, but gives higher results. This issue was observed for 4 patients. The results for patient 2 is included in this report. The remaining patient data is included in reports 3002807968-2014-00041, 43-44. The results obtained were: patient 2: blood gas analyzer (whole blood): 55, laboratory method (serum): 12. Based on these results the customer ran a comparison study between this abl90, 2 other abl90 analyzers and the laboratory analyzer. No patients were maltreated due to this case.

Manufacturer narrative:
The field service engineer has replaced the spectrometer and hemolyzer. Data logs from the analyzer has been received and are being investigated. The data from the comparison study performed by the customer has been investigated. Based on these data no performance problems related to the abl90 analyzer were identified. The results of the investigation of the remaining data is pending completion.